Event description:
This case was initially received via regulatory authority (reference number: mw5081368) on 04-dec-2018. The most recent information was received on 29-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of insomnia ('worst is my insomnia, I can't sleep at night'), ovarian cyst ('ovarian cyst'), fallopian tube perforation ('left essure coil perforating through the cornua'), pregnancy with contraceptive device ('pregnancy: birth - complication, stillbirth/miscarriage') and abortion spontaneous ('pregnancy: birth - complication, stillbirth/miscarriage') in an adult female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced insomnia (seriousness criterion disability), ovarian cyst (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pains to my left side\pelvic"), headache ("headaches"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), asthenia ("lack of energy"), abdominal distension ("bloating"), diarrhoea ("diarrhea"), myalgia ("muscle sore"), irritable bowel syndrome ("irritable bowel syndrome"), fatigue ("fatigue"), pain ("body goes through debilitating pain"), eye movement disorder ("twitch under right eye"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), migraine ("migraines"), alopecia ("hair loss") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure treatment was not changed. At the time of the report, the insomnia, ovarian cyst, fallopian tube perforation, pelvic pain, headache, back pain, abdominal pain lower, asthenia, abdominal distension, diarrhoea, myalgia, irritable bowel syndrome, fatigue, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, migraine, alopecia, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, asthenia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, fatigue, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted about implant date ((B)(6) 2012). An injury (disability) was mentioned but not specified and /or assigned to one of the events. Right: 3 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- not given. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received. Reporter's information added. Lot no. Were added. Events: left essure coil perforating through the cornua were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of insomnia ('worst is my insomnia, I can't sleep at night'), ovarian cyst ('ovarian cyst'), fallopian tube perforation ('left essure coil perforating through the cornua'), pregnancy with contraceptive device ('pregnancy: birth - complication, stillbirth/miscarriage') and abortion spontaneous ('pregnancy: birth - complication, stillbirth/miscarriage') in an adult female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced insomnia (seriousness criterion disability), ovarian cyst (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pains to my left side\pelvic"), headache ("headaches"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), asthenia ("lack of energy"), abdominal distension ("bloating"), diarrhoea ("diarrhea"), myalgia ("muscle sore"), irritable bowel syndrome ("irritable bowel syndrome"), fatigue ("fatigue"), pain ("body goes through debilitating pain"), eye movement disorder ("twitch under right eye"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), migraine ("migraines"), alopecia ("hair loss") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure treatment was not changed. At the time of the report, the insomnia, ovarian cyst, fallopian tube perforation, pelvic pain, headache, back pain, abdominal pain lower, asthenia, abdominal distension, diarrhoea, myalgia, irritable bowel syndrome, fatigue, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, migraine, alopecia, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, asthenia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, eye movement disorder, fallopian tube perforation, fatigue, headache, insomnia, irritable bowel syndrome, menorrhagia, migraine, myalgia, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted about implant date (B)(6) 2012). An injury (disability) was mentioned but not specified and /or assigned to one of the events. Right: 3 coils left: 4coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- not given. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc(product technical complaint.) We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.